Event description:
It was reported that during a sleeve gastrectomy procedure, after two successful firing actions, the surgeon closed the stapler with a gold reload on the antrum part of the stomach and when fired, the instrument jammed. During the attempt to open the instrument jaws, the surgeon pulled it with great pressure and then the handle broke and the jaws opened. The surgeon replaced the stapler with a new one and finished the operation. The patient did not show any irregular symptoms. During event questioning, the surgeon mentioned that there was no harm done. Surgery was prolonged ten minutes.

Manufacturer narrative:
(B)(4). Date sent: 04/24/2012. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Normal tissue ; antrum part of the stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur ? 3rd firing. If echelon, during which stroke did the event occur?first stroke. What other color cartridges were used before and after this event?2 green reloads before, gold reload when the problem occur, non after. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Extra force was needed to open the jaws. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. The surgeon used the release button. Was there any difficulty removing the device from the tissue? Yes. During the surgeon¿s attempt to open the instrument jaws ,he pulled it with great pressure , then the handle broke and jaws opened. The ec60 device was returned with the closing trigger and anvil closed. A reload was received loaded on the device and void of staples. Upon further inspection of the device, a clip was found lodged in the cartridge knife slot preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. In addition the handle shrouds were noted to be separated. No functional test could be performed due to the condition of the device. While no conclusion could be reached as to how the shrouds became damaged; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.